Event description:
Oversensing in the right ventricular channel led to inappropriate therapy (shock). A re-intervention was performed on (B)(6) 2009 and a lead was implanted to perform pacing and sensing. The isoline 2ct already implanted was kept only for defibrillation.

Manufacturer narrative:
It was reported on 25 jun 2015 that the patient passed away on (B)(6) 2011 (exact date unknown).

Event description:
Oversensing in the right ventricular channel led to inappropriate therapy (shock). A re-intervention was performed on (B)(6) 2009 and a lead was implanted to perform pacing and sensing. The isoline 2ct already implanted was kept only for defibrillation. It was reported on 25 jun 2015 that the patient passed away on (B)(6) 2011 (exact date unknown). Printouts from physician's records were provided for analysis.

Event description:
Oversensing in the right ventricular channel led to inappropriate therapy (shock). A re-intervention was performed on (B)(6) 2009 and a lead was implanted to perform pacing and sensing. The isoline 2ct already implanted was kept only for defibrillation. Preliminary analysis confirmed the reported noise oversensing in the right ventricular channel but no available data could confirmed the reported inappropriate therapy.